Event description:
It was reported that during use with 8 known lots and 2 unknown lots of bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up after centrifugation. The following information was provided by the initial reporter, translated from portuguese to english: "serum bd tubes ref. (B)(4) which after centrifugation have a layer of cells on top of the serum".

Manufacturer narrative:
H6: investigation summary: material #: 367955. Lot/batch #: 2171047. Bd had not received samples or photos were provided for investigation. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified. A corrective and preventive action was created to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Material #: 367955. Lot/batch #: 2153807, 2199883, 2199889, 1330524, 2227995, 2227056, 2153806, unknown. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to red cell hang up were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 8 known lots and 2 unknown lots of bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up after centrifugation. The following information was provided by the initial reporter, translated from portuguese to english: "serum bd tubes ref. (B)(4) which after centrifugation have a layer of cells on top of the serum".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1330524. Medical device expiration date: 31-may-2023. Device manufacture date: 26-nov-2021. Medical device lot #: 2153806. Medical device expiration date: 31-dec-2023. Device manufacture date: 02-jun-2022. Medical device lot #: 2153807. Medical device expiration date: 31-dec-2023. Device manufacture date: 02-jun-2022. Medical device lot #: 2171047. Medical device expiration date: 31-dec-2023. Device manufacture date: 20-jun-2022. Medical device lot #: 2199883. Medical device expiration date: 31-jan-2024. Device manufacture date: 18-jul-2022. Medical device lot #: 2199889. Medical device expiration date: 31-jan-2024. Device manufacture date: 18-jul-2022. Medical device lot #: 2227056. Medical device expiration date: 29-feb-2024. Device manufacture date: 15-aug-2022. Medical device lot #: 2227995. Medical device expiration date: 29-feb-2024. Device manufacture date: 15-aug-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.